Event description:
The following additional information has been obtained: on an unknown date the patient started therapy with physioneal 40 1.36% (2 liters, 4 times daily, intraperitoneal (ip) with continuous ambulatory peritoneal dialysis for cystic degenerating sclerotic kidney, both sides of unknown cause). On (B)(6) 2010, the patient developed cloudy effluent and abdominal pain and was diagnosed with bacterial peritonitis. The bacterial culture for the peritonitis germ performed on (B)(6) 2010 identified (B)(6). The patient's titanium adapter was replaced on (B)(6) 2010 and sent to baxter for evaluation. The patient was treated with cephazolin (1 gram, once daily, ip, starting (B)(6) 2010), and gentamycin (40 milligrams, twice on (B)(6) 2010, and then once daily from (B)(6) 2010, ip). The patient's therapy with physioneal 40 1.36% was continued unchanged and the patient recovered. The reporting nurse considered that the events were unrelated to therapy with physioneal 40 1.36% but related to the transfer set becoming loose from the titanium adapter.

Manufacturer narrative:
(B)(4). The transfer set sample is not available.

Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative on (B)(6) 2010 about a transfer set (product code: r5c4325, lot number: either h09a02088 or h09b23058) which got loose from the titanium adapter (product code spc4129, lot number either 09g20h35 or 08l12h35). No antibiotic treatment was considered as necessary, because detachment of the transfer set was noticed immediately and a new transfer set was connected. The patient has been performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2010 and the transfer set was on the patient since (B)(6) 2010. The transfer set sample has been discarded in the dialysis center and is not available for investigation. Additional information received from the sales representative on (B)(6) 2010 indicates that the patient developed peritonitis. As the center did not know why, they exchanged the titanium adapter and the adapter is available for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). A manufacturing batch record review was performed on the two lots reported (h09a02088 and h09b23058 ) that may have been the lot involved. No issues were noted during the manufacturing process and there were no deviations from standard procedure.

Event description:
Immediately after the coil embolization of a right posterior inferior cerebellar artery aneurysm, the patient¿s condition worsened due to hydrocephaly and ischemia caused by an embolism. The patient was discharged one month post procedure in a worsened condition with severe disability. No other information was provided.

Manufacturer narrative:
(B)(4). The date the additional information was first obtained by a baxter employee was (B)(6), 2010, when it was obtained by the sales representative. It was then received by the local complaint coordinator (lcc) on (B)(6), 2010.